Event description:
This case was initially received via regulatory authority (B)(6) on 21-dec-2017. This spontaneous case was reported by an other health professional and describes the occurrence of device dislocation ("one implant moved partially in cavity") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced metrorrhagia ("metrorrhagia"), pelvic pain ("pelvic pain"), pain in extremity ("upper limbs pain") and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy was performed). At the time of the report, the device dislocation, metrorrhagia, pelvic pain, pain in extremity and fibromyalgia outcome was unknown. The reporter provided no causality assessment for device dislocation, fibromyalgia, metrorrhagia, pain in extremity and pelvic pain with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-dec-2017 for the following meddra preferred term: device dislocation ¿ analysis in the global safety database revealed 3.018 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-dec-2017. The most recent information was received on 12-feb-2018. This spontaneous case was reported by an other health professional and describes the occurrence of device dislocation ("one implant moved partially in cavity"), metrorrhagia ("metrorrhagia"), pelvic pain ("pelvic pain") and pain in extremity ("upper limbs pain") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendicectomy. Concurrent conditions included body mass index normal. In 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity (seriousness criteria medically significant and intervention required) and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on patient's request via bilateral salpingectomy and hysterectomy by laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, metrorrhagia, pelvic pain, pain in extremity and fibromyalgia outcome was unknown. The reporter considered device dislocation, fibromyalgia, metrorrhagia, pain in extremity and pelvic pain to be unrelated to essure. The reporter commented: no follow-up was performed after the removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Most recent follow-up information incorporated above includes: on 12-feb-2018: essure device removal questionnaire - patient's demographic data; relevant medical history (appendicectomy); essure removal date ((B)(6) 2017 - performed on patient's request ¿ no follow-up after the removal procedure); essure removal method (bilateral salpingectomy and hysterectomy by laparoscopy); reason for removal (metrorrhagia, pelvic pain, and upper limbs pain); and reporter¿s causality assessment (did not consider that essure cause or contribute to the adverse events). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 21-dec-2017. This spontaneous case was reported by an other health professional and describes the occurrence of device dislocation ("one implant moved partially in cavity") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced metrorrhagia ("metrorrhagia"), pelvic pain ("pelvic pain"), pain in extremity ("upper limbs pain") and fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy was performed). At the time of the report, the device dislocation, metrorrhagia, pelvic pain, pain in extremity and fibromyalgia outcome was unknown. The reporter provided no causality assessment for device dislocation, fibromyalgia, metrorrhagia, pain in extremity and pelvic pain with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-jan-2018 for the following meddra preferred term: device dislocation ¿ analysis in the global safety database revealed 2859 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.